Event description:
The customer reported that their heartstart xl battery is exhausted. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.